Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported no display which was reproduced. The reported condition was verified. Evaluation observed fluid ingress that caused contamination to several components. The processor, input/output ( I/o ) board, display, upper aux, force sensor, lower aux and motor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no display during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.